Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been caused by the user¿s misuse since replacement of the water filter had been incorrectly practiced. The water filter had not been correctly replaced in accordance with instructions, operation manual for oer-4 chapter 7 ¿routine maintenance¿ section 7.2 ¿replacing the water filter (maj-2318)¿. The frequency of replacing the water filter which was recommended in the instruction manual is at least once a month periodically. However, the fact was that the water filter had not been replaced for approximately one year and three months. It is further suggested that the user facility review the method of device handling according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the colonovideoscope, an error code e37 occurred during reprocessing. The procedure was completed using the same set of equipment. There were no reports of patient harm. Related patient identifiers: (B)(6).

Manufacturer narrative:
The device was not returned to olympus, and it is not expected to be returned for evaluation of the reported issue. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.